Manufacturer narrative:
Date of event: date of publication journal article title: postoperative ischemic events in patients undergoing carotid artery stenting using algorithmic selection for embolic protection the neuroradiology journal 2019, vol. 32(4) 294¿302! The author(s) 2019 article reuse guidelines: sagepub.com/journals-permissions doi: 10.1177/1971400919839644 journals.sagepub.com/home/neu. If information is provided in the future, a supplemental report will be issued.

Event description:
As reported through literature, a patient presented with asymptomatic symptoms and was treated with a protégé rx carotid stent, amoma device and a spider device. It was reported that during the procedure, the patient suffered right hemiparesis aphasia (transient). No intervention was reported and no further patient injury reported for this event.